Event description:
A doctor reported a descemet's detachment was found in the secondary incision of a patient's right eye during a laser assisted cataract surgery. The detachment was reported as discreet and doctor dealt without any major problem. The procedure was completed with no other issues.

Manufacturer narrative:
A company clinical support representative reviewed the case, and found nothing critical. Review of selected parameters did not show reasons to confirm the reported issue. No further information was able to be obtained from the reporter. With no additional related information, the customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).